Event description:
It was reported that during a whipple procedure, the stapler was fired on the ileum. The stapler form was supposed to be a b shape but after firing the stapler on the ileum, it was noticed that the stapler leg was jutting out. There were bile leak. It occurred 5 ¿ 7 days later from the procedure. The product might be a reprocessed product. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4). Information unavailable.

Manufacturer narrative:
(B)(4). Additional information: additional information requested and obtained: were the staple leg sticking out past the crown side or from the b form side of the staple? Yes, it was sticking out by 1 inch. Were there any difficulties removing the stapler from the tissue? Not sure. Because instead of removing the stapler, they suture a layer of tissue over it. What cartridge color setting was used? Blue. Where were the malformed staples located along the staple line? All 3 stapler rows were malformed. The analysis found that one ntlc75 device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.